Event description:
A customer reported an issue with their pump, specifically a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. No additional product or event information was provided.